Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
Per user facility medwatch form, #(B)(4), during a laparoscopic appendectomy procedure the base of the appendix is divided using the endo-gia stapler. The endo stapler was fired into the tissue, three staples were discharged into the tissue then the stapler would not fire again. The surgeon had difficulty removing the stapler from the tissue. Once staples and stapler were completely removed from field, a new stapler was used to complete the procedure. There was no patient consequence. Device discarded